Event description:
Device report from singapore reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the surgeon was fixing a coronoid fracture. After being inserted, the 1.5mm screw was unable to press down the plate. The surgeon tried to remove the screw and the screw head broke. The surgeon tried to remove the broken screw from the patient but was unsuccessful; part of the screw was left in patient. Surgeon decided to change to a 2.omm plate, and a 2.0mm cortex screw was inserted. The surgeon wanted to remove the screw to make an adjustment; this screw head also broke during removal. Surgeon tried to remove the broken screw but was again unsuccessful. The broken screw was left in the patient. Surgeon finally decided to fix the fracture with suture anchor without putting in metal implants. Fracture was stable. The broken screw heads were discarded by a nurse. Procedure was completed successfully with a sixty minute delay. There was no patient consequence. There is no plan to remove the screw fragments. This report is for a cortscr ø2 self-tap l16 tan. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient ID reported as (B)(6) . Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.